Manufacturer narrative:
Follow-up # 2 ¿ (10/02/2014). The lay user/patient¿s test strips have been returned on 09/05/2014 and evaluated by lifescan product analysis on 09/30/2014 with the following findings:the test strips were tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 ¿ (09/19/2014). The patient¿s meter has been returned on 8/15/2014 and evaluated by lifescan product analysis on 9/8/2014 with the following findings:no error message is observed in the error log, and error was not reproduced during the investigation. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging error 2. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.